Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer declined follow up from tandem technical support. Therefore no additional information was available. There was no reported adverse impact.